Event description:
Patient is on home antibiotic IV infusion via a PICC line. He called the infusion center to let them know that his pump was beeping and not infusing the medication as planned. The PICC line was ruled out as having any problems. The infusion center checked the pump for the patient and it was showing "error code." Trouble-shooting was unable to correct the problem. The pump was taken out of service and a new pump was given to the patient. Our clinical engineering staff checked the pump and also got the "error code" upon powering up the machine.what was the original intended procedure?home infusion of IV antibotics via a PICC line.device #1is this a laboratory device or laboratory test?no.